Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test alarms were noted. Unit passed rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 258 mg/dl. Troubleshooting was performed. The device was returned for analysis.